Manufacturer narrative:
No customer returns were available. Investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely decreased architect total bilirubin result was generated for a newborn patient (sample ID (B)(6)) on (B)(6) 2017. Initial testing was 12.96 mg/dl. Repeat testing was 0.57 mg/dl which is suspected to be falsely decreased. The initial high result was verified by 1:1 dilution testing (12.10 mg/dl). The customer stated that it is possible that the second value was generated after the sample sat for 30 minutes at room temperature under the influence of light which is not in accordance with sample handling instructions in the reagent package insert. The customer will attempt to retrace the handling of this sample. No adverse impact to patient management was reported.